Event description:
Imprecision on four results on on pt using one meter and one lot. Inratio = 0.9, 1.5, 1.1, 1.6 within one hr.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: inratio: 0.9, 1.5, 1.1, 1.6, mean: 1.28, sd: 0.33, %cv: 25.91, result: fail. (B)(4). User reported milking pt finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. This may be root cause. In-house therapeutic donor testing has been performed on reported lot 279820 results as follows: donor 1, inratio: 2.3, 2.4, 2.2, reference: 2.09, bias: 1.09, threshold: 3.09, %cv: 4.35. Donor 2, inratio: 2.3, 2.1, 2.3, reference: 1.96, bias: 1.46, threshold: 2.46, %cv: 5.17. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Review of complaint revealed customer's improper operational technique may affect test result accuracy. For no product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Corrective action is not required at this time.